Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using pod packing coils (podj coils). During the procedure, while attempting to advance a podj coil into another manufacturer's microcatheter, the assisting fellow inadvertently bent the podj coil pusher assembly. Therefore, the podj coil was removed and the procedure was completed using the same non-penumbra microcatheter and nine new ruby coils, pod coils and podj coils. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.